Event description:
New information received notes on patient was stable.

Event description:
It was reported the atrial lead was sensing noise. The lead was capped and replaced on (B)(6) 2021. The patient condition and symptoms were unknown. No further information was known about this event.